Event description:
Customer reported that he had high blood glucose of 366 mg/dl, because his insulin pump was not delivering the correct amount of insulin and was alarming motor error. Customer stated that his home health nurse is there and is helping him. Customer stated that he was treating with the insulin pump and his blood glucose continues to rise. Customer stated that his infusion set cannula was bent and the insulin pump did not alarm to notify him of the problem. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.